Event description:
The account alleged the brake casters are not holding. No patient impact.

Manufacturer narrative:
The account found the cause to be the brake hex rods. The account replaced the head and foot end brake hex rods to resolve the issue.